Event description:
Product: carefusion maxguard pressure rated extension set, me5303, lot 15125541. We recently starting using this extension tubing. We have had multiple reports of the blue clamp cracking when sliding the clamp into place with normal amount of pressure. This renders it ineffective and has also caused leaking onto floor or patient. Manufacturer response for tube - IV/oxygen/pressure/suction (includes IV extension), maxguard pressure rated extension set/me5303 (per site reporter). Manufacturer found that the issue was due to a fault during the manufacturing process.